Event description:
During testing at the user facility, the device did not sound an audible alarm when a distal occlusion was present. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.